Event description:
It was reported that an infusion in the ICU care area was running with a primary and a secondary bag. The primary had been replaced and within five minutes the user noticed the pump pulled blood from patient which passed through the pump into the secondary bag. There was no report of any patient injury.

Manufacturer narrative:
(B)(4). Neither the pump or the IV set was returned to sigma for evaluation. If the pump is returned in the future, an evaluation will be completed and a supplemental report will be submitted.